Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused sodium chloride (nacl) , which was set to run 100ml/hr. 50 minutes later pump stated the infusion was complete and the total infused was 1424. The bag still had 1000ml of fluid in the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found within specification in relation to the reported under infusion. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.